Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented remotely via merlin.net, a history of atrial lead noise was observed. The lead was explanted and replaced. The patient tolerated the procedure well and is doing well.